Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage was discovered. It is unknown which lesion the physician was treating, but it was felt by the physician that they didn't succeed at inserting the 3.0x28mm taxus liberte' drug eluting stent to the lesion, due to the calcification of the lesion. When they tried to pull the taxus stent back the stent was damaged. The procedure was completed with another of the same device. There were no reported complications and the patient is listed in stable condition.

Manufacturer narrative:
As the unit was not returned, the complaint investigation site (cis) could not perform a technical analysis. A review of the manufacturing documentation for the batch found no anomalies or deviations during the manufacture of this batch. The most probable root cause of this complaint incident is operational contex. Product unavailable for analysis.